Manufacturer narrative:
PMA/510k: this report is for an unknown tfna nail/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the cannulated connecting screw will not fit into the unknown aiming arm correctly. It gets caught on the metal tip, on the aiming arm, that connects to the unknown proximal femoral nailing system (tfna) nail. The connecting screw wouldn¿t spin into the nail. It was stuck. Surgeon used the other connecting screw in the set. There was a fifteen (15) minutes surgical delay. Procedure was successfully completed. There was no patient consequence. Concomitant device reported: insertion handle (part# unknown, lot# unknown, quantity 1); cannulated connecting screw (part# 03.037.010, lot# 9807518, quantity 1); aiming arm (part# unknown, lot# unknown, quantity 1). This report is for one (1) unknown tfna nail. This is report 3 of 3 for (B)(4).